Event description:
It was reported that the patient's blood glucose levels rose above 13.9 mmo/l (250 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod (completed 2026) found a tear in the cannula. The device was originally reported on (B)(6) 2026 for leaking during wear and blood being found at the infusion site (abdomen).

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction - h3 has now been entered as 'yes'.